Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided.

Event description:
The doctor reports that the dental implant located in an unknown dental position failed due to nerve damage and was removed. The surgical procedure was standard. The procedure was concluded by placing another implant.